Manufacturer narrative:
The technical investigation showed that a part of the screwdriver blade was broken and the flanks were heavily, plastically deformed. The direction of the plastic deformations around the tip region points towards influence of high torsional forces. The fractured surface shows a torsional forced rupture due to high torsional forces during application. Additionally, pressure marks at the slot area of the blade were visible indicating high bending forces. Based on the investigation, the root cause for the determined tip breakage can be attributed to application of high torsional and bending forces by the user. Indications for any material, manufacturing or design related problems were not found in the investigation.

Event description:
It was found that the tip of the screw driver blade was broken when it was checked upon inspection of the returned loner kit from the hospital. It was confirmed with the hospital that the tip of the broken screw driver was removed from the pt's body.